Event description:
Customer reported his adc blood glucose meter "was showing high readings, when in fact (he) was low". Customer further reported that on an unspecified date he received readings of 360 mg/dl and "hi" (a reading greater than 500 mg/dl). Customer further reported that while at a restaurant (unspecified date) he became weak and wasn't able to eat, so his friend "rushed" him to the hospital. It was further reported the customer received unspecified intravenous fluids, unknown medications and had blood drawn for unspecified laboratory analysis. It is unknown what diagnosis was given. Customer also noted that on an unspecified date/time he was in a "coma for two days". Customer also reported that on an unspecified date while cleaning his house he felt "weak", was "shaking, sweating", his "skin was turning white" and subsequently experienced a loss of consciousness. Customer's neighbor called the paramedics. Upon arrival the customer was observed to be self-administering a glucagon injection. Paramedics received a reading on their device of 70 mg/dl. Customer's neighbor offered to bring the customer food and so the paramedics did not provide any medical intervention. It was also reported that on an unspecified date the customer received a laboratory result of 60 mg/dl. Customer was contacted in follow-up, but was unable to provide actual dates/time when the various...

Manufacturer narrative:
Events occurred or when the reported readings were received. There was no report of death or permanent injury associated with this event. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown when the medical event occurred; the date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1352817) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.